Manufacturer narrative:
This report is generated as a result of a 12 month retrospective analysis of previous complaints. Device not returned for evaluation, product replaced to customer (B)(6) 2016.

Event description:
The product is an otc denture reliner. The exact age and weight of the customer is not known. The customer has used the product several times before as indicated on his e-mail communication. In this instance the customer complained of a burn on the roof of his mouth and resulting pain the morning after. As a result he was not able to eat for 2 days or wear his partial appliance. The company replaced the product to the customer on (B)(6) 2016. The customer has not advised the company of any further discomfort or pain. No medical intervention was required.